Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 and air input pressure transducer and o2 flush were replaced to resolve the reported issue.

Event description:
The hospital reported that, unit failed the pre-use checkout with error message of "test timeout". There was no reported patient involvement.